Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that the lead had migrated out of the epidural space with sudden fray. The patient underwent a lead pull. The patient was doing well.